Manufacturer narrative:
The company service representative replaced the tim transceiver. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with bedside monitors and ambulatory telepacks, the telepacks lost communications with the central station. No patient injury was reported.